Event description:
End user's wife reports: "sharp edge (dragon hook) on the cath, caused consumer to bleed." No photo or other information provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092,manufacturing site: 3005778470.